Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that two months after the dental implant was placed in ada site 26 in the patient¿s mouth, the implant had not achieved integration in type I bone. The clinician reported the patient had an infection, pain, swelling, bleeding, inflammation and fistula at the time of the event. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no further patient post- operative complications reported.

Event description:
The clinician reported that two months after the dental implant was placed in ada site 26 in the patient¿s mouth, the implant had not achieved integration in type I bone. The clinician reported the patient had an infection, pain, swelling, bleeding, inflammation and fistula at the time of the event. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no further patient post- operative complications reported. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. (B)(4). The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.